Event description:
It was reported that the smartpass (sp) feature within this subcutaneous implantable cardioverter defibrillator (s-ICD) system was found to be disabled. This s-ICD system was also noted to have recorded a low out of range shock impedance measurement. Device data was sent to rhythmcare for review. Data review determined sp was disabled due to undersensing of low amplitudes associated with a suspected dislodgement. An x-ray confirmed the electrode was had dislodged and migrated towards the pulse generator. Rhythmcare determined the device hardware was unaffected and is still able to remain in service, however the electrode is expected to be repositioned at a future date. This system remains in service. No adverse patient effects were reported.